Event description:
It was reported the patient was seen in the hospital for a follow-up and had received a vibratory patient notification for hv lead impedance greater than the upper limit. The patient will continue to be monitored.